Event description:
It was reported that the infusion set had been loose, with insulin leakage having been indicated while in use with a patient. The patient experienced large ketones, high glucose, and diabetic ketoacidosis (dka) resulting in hospitalization. There was patient involvement, and patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.